Event description:
It was reported that during an implant attempt, the helix of the right ventricular lead would not deploy. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically compressed and the guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.